Event description:
It is reported the post-op x-ray showed the pt's hip to be dislocated. It is unk if the device has been explanted. Implant date is unk.

Manufacturer narrative:
This report will be amended when our investigation is complete.